Manufacturer narrative:
(B)(4). H2 additional information. H6 investigation conclusion - additional.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient experienced a skin reaction with itching and infection on the needle puncture site. The patient went to a clinic and there they made an incision and drainage. The reaction was treated with a prescription of apo-clindamycin (antibiotic). At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.